Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt and reported that it was unable to communicate with a monitor.